Event description:
The shunt was implanted in 2001. On or about a week later, the pt collapsed and was brought to hosp where shunt was revised. It was reported that pt had epidural bleed after shunt was implanted. Craniotomy was performed to evacuate epidural hematoma on the day after initial implant. Shunt was replaced a week later with programmable valve.